Manufacturer narrative:
Additional procode: hrs, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an implant indicated for patients with a maximum weight of 55 kg was used in a patient who has a weight of (B)(6). There was no surgical delay reported. The procedure was successfully completed. There is no further information available. This report is for one (1) pediatric lcp(tm) hip plate 5.0mm 150°. This is report 1 of 1 for (B)(4).